Manufacturer narrative:
(B)(4). Batch # n93l01. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. Then the device was connected to a gen11 and the device did activate during functional testing. In addition, there was no audible feedback sound from the instrument when the clamp arm was fully closed. When the instrument was disassembled to inspect the internal components, no evidence was found that could have caused the reported activation issues. However, what was found was that the closure indicator was broken and not making contact with the moving trigger. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A batch history record review; protocol was created during the manufacturing of this batch but was not related to the event description. Additionally no defects and nc related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device stopped working for no reason after two firings of the device. A new device was used and no further problems occurred. The patient was never at risk and no further complications were reported.